Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A non-gore manufactured device was used as a main body. A 12mm x 10cm gore® excluder® contralateral leg component was implanted in the right common iliac artery, and 12mm x 14cm gore® excluder® contralateral limb was used in the left common iliac artery. Two gore® viabahn® vbx balloon expandable endoprostheses were implanted in both renal arteries using a chimney technique. The patient tolerated the procedure. On (B)(6) 2022, a postoperative examination reportedly found the patient¿s right side was occluded from the endoprosthesis flow divider distally to near the knee. According to the physician, a lack of device overlap on the ipsilateral (right) side may have caused an ¿imbalance of expansion force between both sides¿, possibly affecting occlusion of the right leg. On the same day, a thrombectomy was performed using a fogarty catheter and a bare-metal stent was implanted to treat the occlusion. There were no reported issues with blood flow to the renal arteries. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel.¿